Manufacturer narrative:
Follow-up #1 date of submission 08/17/2016: the test cap was unable to fit securely to the pump due to stripped battery compartment threads.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigators confirmed the original ¿unable to remove the battery cap¿ complaint. The battery compartment and the returned cap threads were striped. As a result, the battery cap was unable to secure; a test cap was able to fit securely.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The user alleged inability to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.